Event description:
Following administration of chemotherapy through an ommaya reservoir, the pt developed a cyst on the frontal lobe at the site of the ommaya related to a leak of chemo from the catheter. The pt did not suffer any further complications once the ommaya was removed. Dates of use: 2008. Diagnosis or reason for use: chemotherapy administration.